Manufacturer narrative:
Additional information was received that the patient had pocket discomfort. It was also reported that the patient had a chance of having infection due to the pocket site that had not healed correctly from the last revision but the physician confirmed that there was no infection. The patient underwent another pocket revision procedure. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient had infection at the pocket site. There was a spot on the incision that has not fully closed. The patient's pocket was washed and cleaned with antibiotics. The physician suspected that infection was procedure related but not device related. The patient was doing well post operatively.

Event description:
A report was received that the patient had infection at the pocket site. There was a spot on the incision that has not fully closed. The patient's pocket was washed and cleaned with antibiotics. The physician suspected that infection was procedure related but not device related. The patient was doing well post operatively.